Event description:
It was reported that episodes of noise were observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve event. The patient was stable.

Event description:
Additional information was received that lead damage was alleged but not confirmed as diagnostic imaging was performed and no abnormalities were observed.

Event description:
Additional information was received that noise resulted in oversensing and inappropriate automatic mode switch (ams) was observed on the right atrial (ra) lead.